Event description:
It was reported that when the patient presented in clinic for follow-up the device exhibited post-paced t-wave oversensing on the ventricular channel. Programming changes were recommended. The device was already scheduled to be replaced due to eri. The device was explanted and replaced due to normal eri, and no further oversensing was seen. The patient was in good condition following the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.(B)(6).